Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 11/25/2014. The strip lot #d161201-2 was manufactured on 12/01/2016 and expired in 12/2018. Ok biotech received no complaints from same manufacturing batch of strips . Okb tested the retain strips of same batch from our warehouse with our standarfd meter and control solution, the control solution tests for level low were 48/53 mg/dl; for level high were 218/219 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 200~310 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 1:00am after the end user experienced sweating, shaking and had a seizure. His blood glucose reading at the time of the medical event was 120 mg/dl which is within normal range. The end user was taken to the ER and upon arrival his blood glucose reading was 56 mg/dl. There was no treatment given or test performed due to his low blood glucose reading. After an hour in the ER the end user was discharged with a blood glucose reading of 110 mg/dl and instructed to follow-up with his pcp. No additional details were provided in regards to this medical event.